Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2014, inratio: 1.6, 3.7, 1.8, lab: 2.2. Therapeutic range: np. Inratio result was 1.6; pt given clexane and retested 5 minutes later on a different finger and inratio result was 3.7. A lab sample was then drawn (result by lab= 2.2). Another inratio test was taken ten minutes later which gave a result of 1.8. The doctor indicated that due to the lack of tissue mass on the pt's fingers there was some milking involved in obtaining samples. The pt is a (B)(6) woman with a history of large dvts. The pt has been on warfarin for approximately three months and is not considered stable by the doctor. It was indicated that the doctor would not have given clexane if he had known the lab results.

Manufacturer narrative:
It is indicated that the product is not returning for evaluation. Therefore, investigation of the complaint to determine root cause cannot be completed. Retain strip testing results met both accuracy and strip repeatability criteria. A review of the MFR record for the lot did not uncover any relevant non-conformance. Lot meets release specification. Pt is reported to be on clexane, a type of low molecular weight heparin. Per product insert - limitations, "this test should not be used for patients on heparin therapy." This is considered off-label usage and cannot be ruled out as a cause for the error experienced by the customer. Based on the info available, there is no indication of a product deficiency. No corrective action is required at this time. This issue will be subject to tracking and trending.